Event description:
Customer reported electrical smell and smoke from the unit.

Manufacturer narrative:
It was reported iq200 having smoke and a burning smell. No injuries were reported nor visible flames and fire department was not called. There was evidence of extensive damage to the pc board and power supply of the unit.